Event description:
On (B)(6) 2011, patient reported she went to bed on (B)(6) 2011, with the infusion device working and this morning when she woke up, the infusion device was not on. Patient stated she changed the battery but still no power to the infusion device. Patient reported, the infusion device did not give a low battery alert or a battery depleted error message. Patient stated, she last replaced the battery and battery cover about 1 month ago. Had patient remove the battery and reinsert the battery. Patient reported, she went out today and purchased a pack of batteries and has tried them all in the infusion device and none of them worked. Advised patient to switch to her backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.